Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2-1 malfunctioned due to the faulty open/close sensor. A field service engineer replaced the faulty open/close sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es encountered a malfunction where the drawer 2 opened but failed to lock upon closing. Despite the customer's attempts to resolve the issue, it remained unresolved. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.